Event description:
Pt was implanted for repair of the medial malleolus with a cannulated screw and other unknown implants on (B)(6) 2012. Pt was returned to operating room on (B)(6) 2012, for removal of one cannulated screw; surgeon noted it was associated with pt anatomy, "minimal soft tissue around the ankle area". No other hardware was removed. The screw was discarded by the hospital.

Manufacturer narrative:
Device used for treatment and not diagnosis.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was received.